Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 400 mg/dl. The caller declined troubleshooting for high blood glucose. He was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received the currents within specification. No button error alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.